Manufacturer narrative:
Additional information field b5 describe event or problem and field h6 device codes. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review was unable to be performed as the lot number was not provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptom of urinary incontinence was found to be listed in the IFU. A risk review was completed and confirmed that the event of mechanical issue and urinary incontinence was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, the conclusion codes of caused not established and known inherent risk of device were assigned to this investigation.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) was not functioning as intended, resulting in recurrent urinary incontinence. A surgical procedure was performed, during which fluid loss from the balloon was identified. The aus was replaced. No additional patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) was not functioning properly, and the patient experienced recurrent urinary incontinence. A surgical procedure was performed during which the aus was replaced. No additional patient complications were reported.

Manufacturer narrative:
Correction: d4: model number/ catalog number. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review was unable to be performed as the lot number was not provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptom of urinary incontinence was found to be listed in the IFU. A risk review was completed and confirmed that the event of mechanical issue and urinary incontinence was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, the conclusion codes of caused not established and known inherent risk of device were assigned to this investigation.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) was not functioning properly, and the patient experienced recurrent urinary incontinence. A surgical procedure was performed during which the aus was replaced. No additional patient complications were reported.